Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial implant, the patient was identified with a type 1a endoleak during a routine surveillance. The patient is stable and being monitored while the physician is exploring treatment options.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak was confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 1a endoleak was due to the low placement of the ovation ix stent graft during initial implant (user error). The final patient status was reported as stable and being monitored while the physician is exploring treatment options. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4: awareness date. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.